Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. After several troubleshooting steps, the issue remained unresolved, leading technical support to send a replacement pump. The customer will use multiple daily injections (mdi) as a backup. The customer was informed of the need to deplete the existing pump¿s battery before returning it and to set up the replacement pump, including programming settings and connecting their continuous glucose monitor. The customer understood all instructions and arrangements were made to return the defective pump.